Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he had no delivery alarm during bolus/basal rate/fixed prime. Customer's blood glucose was unknown mg/dl. The customer was advised to change reservoir. The customer stated that insulin does not exit tubing or pump alarms. The customer was advised to revert to a backup plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.